Event description:
Initial reporter indicated that their hp jornada handheld computer would not keep a charge. Reported the handheld "was completely dead." The handheld is at manufacture pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.